Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 20ml ll syringe only mx bun had foreign matter. The following information was provided by the initial reporter: the supply is opened to prepare medicine and the nurse realizes that the tip of the syringe had 2 black spots apparently of the same paint as the supply, which puts the sterility of the product at risk or doubts.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll syringe only mx bun had foreign matter. The following information was provided by the initial reporter: the supply is opened to prepare medicine and the nurse realizes that the tip of the syringe had 2 black spots apparently of the same paint as the supply, which puts the sterility of the product at risk or doubts.